Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available. There was no reported impact to the customer¿s blood glucose due to the reported issue.